Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 68-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The automated impella controller (aic ) stopped showing purge flow data after the quantity of heparin being administered was adjusted. Support was maintained with the device, and there was no patient injury resulting from the noted issue.